Manufacturer narrative:
The insulin pump was monitored for several days. The device was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected weak battery alarm noted. No unexpected low battery alarm noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump alarmed low battery, weak battery, and failed battery that was not resolved during troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The insulin pump was not returned for analysis.